Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the patient's right ventricular (rv) lead became micro-dislodged. It was also noted that there was a long pause due to the micro-dislodgement and arrhythmia the patient experienced. It was further noted that there was an increase in ventricular thresholds. The rv lead was reprogrammed, then subsequently revised and remains in use. No further patient complications have been reported as a result of this event.